Event description:
It was reported that a solution set could not be connected to a non-dehp standard bore catheter extension set. This was observed while attempting to connect a primed solution set to the extension set. The tip of the male luer connector of the solution set appeared to be too large to fit into the needleless connector of the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.